Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominal aortic anastomosis procedure on (B)(6) 2011 and suture was used. On the first pass through the tissue, the needle detached from the suture strand and fell into the patient. The surgeon tried to look for it, but could not find it. No x-rays were taken. The needle may be located in the aorta or the thoracic cavity. No additional information was provided.